Manufacturer narrative:
(B)(4).

Event description:
During the index procedure an in.pact admiral paclitaxel-eluting pta balloon catheter was used to treat a lesion located in the right popliteal. The device was successful. Approximately 21 months later the patient suffered from re occlusion of the ap1.dx which required revascularisation of the target lesion using non medtronic pta and deb. The outcome was resolved

Manufacturer narrative:
The revascularisation was carried out to treat 100% restenosis. The re-occlusion of the ap1.d was considered to be remotely related to the index device, definitely related to the index procedure and not related to the drug.

Manufacturer narrative:
Cec assessed the re-occlusion event previously reported as device related and not related to the procedure or drug. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.